Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2018 with the following findings: a review of the pump alarm history showed evidence of consecutive cs054/cs052/cs012 slave communication error alarms. No battery cap was returned; a test battery cap was used during investigation. The pump was exercised for 24 hours with no cs 052 alarms or other warnings occurring. The pump¿s cover was removed and no damage was found to the printed circuit board. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation.